Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during set up, the platinum handpiece overheated. There was a smith and nephew back-up device available and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H2: corrected information in h6 (investigation findings & component code). H3, h6: the reported device was received for evaluation. A visual inspection revealed missing button assembly. The functional evaluation was conducted with a test footswitch because of the missing button assembly and the mdu's motor, housing and suction worked as intended. It is noted during the functional evaluation the returned device did not get warm. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the missing button assembly could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (impact event inconsistent with normal use or attempt to disassemble the handpiece for cleaning). Based on this investigation, the need for corrective action is not indicated.